Event description:
The tubing has this crimp right off the drip chamber. In stretching the line, it won't resolve and stays pinched and is affecting medication delivery. Manipulating the tubing by squeezing at the crimped area to try and release the tube just causes it to snap back into the crimped position.